Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time unknown). The patient manages her diabetes with 500mg of metformin, 50 units of lantus (morning and evening), and humulin r (sliding scale, four times a day). According to the csr's documentation, on (B)(6) 2011 at 7:30am, the patient obtained a reading of "89mg/dl" with the subject meter and administered 16 units of humulin r and 50 units of lantus; and at 2pm, the patient obtained a reading of "310mg/dl" with the subject meter and administered 36 units of humulin r. The patient also claimed she obtained a reading of "87mg/dl" with the subject meter; however, the date/time is not known and it is not specified was action, if any, the patient took in response to the reading. The patient denied developing any symptoms as a result of the alleged meter issue. Later that evening (on (B)(6) 2011 at 7pm), the patient claimed she obtained a blood glucose result of "47mg/dl" with the emergency medical service's (ems) meter and was administered food and/or drink as treatment by the health care professional (hcp). It is not known what the patient's blood glucose result was prior to contacting the ems, it is not known if the patient obtained additional readings with the subject meter after patient's last reported blood glucose result, it is not known if the patient tested with the subject meter during her time with the ems, it is not known if the patient was administered additional treatment by the hcp, and it is not known if the patient was transported to the emergency room. At the time of troubleshooting, the csr verified that the subject meter's unit of measurement was set correctly. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Manufacturer narrative:
((B)(6) 2011) the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. However, a secondary issue was noted, the test strips in this case failed testing. The control solution results were found to fall above the labeled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the 510(k) # is k073231.